Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective 8 ampere glass fuse. The defective fuse was exchanged and the unit was tested for functionality. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "3008" (cardioplegia output pressure sensor error) and "3064" (cardioplegia pump control relay pressure error). These error messages indicate a defective cardioplegia circuit. The incident occurred during priming so there were no patient involved. (B)(4).